Event description:
It was reported that the device set screw did not seem to "seat well". After multiple attempts, the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; grommet damaged. The set screw was attached to the wrench when received, the setscrew socket was found rounded.